Manufacturer narrative:
The device was not returned for eval. The lot number is unk therefore the device history record could not be reviewed. The instructions for use states the following: "how to prepare and use the magic 3 catheter. The catheter is intended for urinary bladder drainage in pts requiring catheterization for management of incontinence, voiding dysfunction, and surgical procedures. This is a single use device. Do not reuse. Reuse of a single use device increases the risk of catheter acquired (B)(6). Urethral catheter for urological use only. Discard after use, do not resterilize. Made of silicone elastomer". (B)(4). The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further pt, product or procedural details to bard.

Event description:
It was reported that the pt experienced a (B)(6) as a result of using the device. The pt was treated with cipro to treat the infection.